Event description:
After the intra-aortic balloon was inserted into the patient, the top half of the balloon would not unwrap. The balloon was removed. The next day another balloon was inserted and it worked fine.